Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed via visual analysis. The power module (serial number: (B)(4)) was returned to the service depot and was evaluated and tested on (B)(6) 2022. Upon initial observation, the top and bottom cover were damaged, the battery clip detent was broken off, and a small tear was found on the handle overlay. All damaged components to the housing of the power module were replaced. The power module was connected to a mock loop and ran for several days. The unit functioned as intended. A functional check was performed per the op, heartmate power module service process and passed all testing. The power module will be returned to the customer site ready for use. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the power module (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was found in the emergency department (ed). The outer casing was broken as if the device were dropped.